Event description:
Customer reported that pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer acknowledged advice from technical support regarding preventing altitude alarms and replaced cartridge to resolve the issue. Pump resumed normal operation.